Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 12/jun/2024.

Event description:
Healthcare professional reported rupture. Healthcare professional additionally reported capsular contracture, baker grade ii. Device has been explanted and replaced with non-abbvie device. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.4; b.3; b.4; b.5; b.6; d.1; d.2; d.4; d.6b; g.4; h.6;

Event description:
Healthcare professional additionally reported capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a review of the device noted a striated opening assessed as surgical damage. A piece of missing shell was observed. Yellow particles were observed on the shell.

Event description:
Healthcare professional reported rupture. Healthcare professional additionally reported capsular contracture, baker grade ii. Device has been explanted and replaced with non-abbvie device. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, rupture. Healthcare professional, additionally reported, capsular contracture, baker grade ii. Device has been explanted and replaced with non-abbvie device. This relates to the right side.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.